Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and type 2 diabetes mellitus ("worsening of type 2 diabetes and related symptoms (difficulty controlling blood glucose levels, eye/vision changes, bilateral cataracts)") in a 34-year-old female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystoid macular edema. Concurrent conditions included type 2 diabetes mellitus, overweight, vomiting, hypertension, irritable bowel syndrome, mononeuritis, palpitation, colon adenoma, vitreous hemorrhage, sensory neuropathy, diabetic retinopathy, ventricular ectopics and esophageal reflux. Concomitant products included alprazolam (xanax), insulin human injection, isophane (humulin I), macrogol (miralax), metoprolol tartrate (lopressor), nortriptyline hydrochloride (pamelor), omeprazole (prilosec), oxycocet (percocet), pioglitazone (actos) and sertraline (zoloft). On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, 3 months 3 days after insertion of essure, the patient experienced fatigue ("chronic fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe bleeding during menstruation / prolonged menses"), dysmenorrhoea ("severe pain during menstruation"), abdominal pain ("severe cramping and abdominal pian when not menstruating"), back pain ("severe back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), dysgeusia ("metallic taste in mouth"), dry skin ("dry patches of skin"), dental caries ("tooth decay"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("worsening of anxiety depression"), abdominal distension ("severe bloating"), extraskeletal myxoid chondrosarcoma ("extraskeletal myxoid chondrosarcoma"), acne ("facial acne and back acne"), cyclic vomiting syndrome ("cyclical vomiting syndrome") with nausea and vomiting and weight fluctuation ("weight fluctuation"). On (B)(6)2016, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental problems") and rash ("rash"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with fluconazole (diflucan), paracetamol (tylenol) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, type 2 diabetes mellitus, menorrhagia, dysmenorrhoea, abdominal pain, back pain, arthralgia, uterine pain, alopecia, dysgeusia, dry skin, dental caries, vaginal infection, fatigue, depression, abdominal distension, extraskeletal myxoid chondrosarcoma, acne, cyclic vomiting syndrome, weight fluctuation, vaginal haemorrhage, tooth disorder and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, arthralgia, back pain, cyclic vomiting syndrome, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, extraskeletal myxoid chondrosarcoma, fatigue, menorrhagia, pelvic pain, rash, tooth disorder, type 2 diabetes mellitus, uterine pain, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted regarding essure insertion date of (B)(6) 2009 in previous follow up and essure insertion date of (B)(6)2009 along with essure confirmation test date of (B)(6)2009 in current pfs . Since her removal surgery, her symptoms have mostly resolved, though some remain. It was also reported that due to the symptoms, treatments, and procedures endured by the patient, as a result of her implantation of essure, she was forced to miss time from work and eventually had to stop working altogether. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on(B)(6)2009: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events added per pfs: vaginal bleeding, dental problems, rash added,concurrent condition,concomitant medication,medical history added and lot number added. Reporter added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and type 2 diabetes mellitus ("worsening of type 2 diabetes and related symptoms (difficulty controlling blood glucose levels, eye/vision changes, bilateral cataracts)") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included type 2 diabetes mellitus. On (B)(6) 2009, the patient started essure at an unspecified dose and frequency. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("severe bleeding during menstruation / prolonged menses"), abdominal pain ("severe cramping and abdominal pian when not menstruating"), back pain ("severe back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dry skin ("dry patches of skin"), dental caries ("tooth decay"), vaginal infection ("vaginal infections") with vaginal discharge, fatigue ("chronic fatigue"), depression ("worsening of anxiety depression"), abdominal distension ("severe bloating"), type 2 diabetes mellitus (seriousness criterion medically significant), extraskeletal myxoid chondrosarcoma ("extraskeletal myxoid chondrosarcoma"), acne ("facial acne and back acne"), cyclic vomiting syndrome ("cyclical vomiting syndrome") with nausea and vomiting and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, back pain, arthralgia, uterine pain, alopecia, dysgeusia, dry skin, dental caries, vaginal infection, fatigue, depression, abdominal distension, type 2 diabetes mellitus, extraskeletal myxoid chondrosarcoma, acne, cyclic vomiting syndrome and weight fluctuation outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, back pain, arthralgia, uterine pain, alopecia, dysgeusia, dry skin, dental caries, vaginal infection, fatigue, depression, abdominal distension, type 2 diabetes mellitus, extraskeletal myxoid chondrosarcoma, acne, cyclic vomiting syndrome and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. It was also reported that due to the symptoms, treatments, and procedures endured by the patient, as a result of her implantation of essure, she was forced to miss time from work and eventually had to stop working altogether. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2009: hysterosalpingogram result was full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2017: correction: the previous event term "worsening of type 2 diabetes and related symptoms (difficulty controlling blood glucose levels, eye/vision changes, bilateral cataracts)" was recoded to medra llt "type 2 diabetes mellitus " company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and worsening of type 2 diabetes and related symptoms. Pelvic pain is anticipated in the reference safety information for essure while worsening of type 2 diabetes and related symptoms is unanticipated. Coils were removed approximately 7 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Patient already had a history of type 2 diabetes. In addition, based on the local mechanical action of essure and also on the physiopathology of this event, it was assessed as unrelated to essure use. This case was regarded as incident since intervention was required (bilateral salpingectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), type 2 diabetes mellitus ("worsening of type 2 diabetes and related symptoms (difficulty controlling blood glucose levels, eye/vision changes, bilateral cataracts)") and extraskeletal myxoid chondrosarcoma ("extraskeletal myxoid chondrosarcoma") in a 34-year-old female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystoid macular edema, psychiatric disorder nos and sarcoma. Previously administered products included for an unreported indication: codeine:, lamotrigine, penicillin and erythromycin. Past adverse reactions to the above products included cough with lamotrigine; urticaria with penicillin; and vomiting with codeine: and erythromycin. Concurrent conditions included type 2 diabetes mellitus, overweight, vomiting, hypertension, irritable bowel syndrome, mononeuritis, palpitation, colon adenoma, vitreous hemorrhage, sensory neuropathy, diabetic retinopathy, ventricular ectopics, esophageal reflux, condyloma, lumbar pain, intestinal inflammation, acid reflux (oesophageal), condyloma acuminatum, anogenital warts, nausea, alcohol use, vaginal itching, night sweats, hot flashes, premature ventricular contractions, snore, constipation, bipolar affective disorder, night sweats, gastric emptying study, gastroparesis, diabetic ketoacidosis, palpitations, diabetic neuropathy, diabetic retinopathy, lung nodule, hypokalemia, leukocytosis, dehydration, arthralgia, chest pain, chondrosarcoma, premature ventricular contractions and bronchiolitis. Concomitant products included alprazolam (xanax), insulin human injection, isophane (humulin I), macrogol (miralax), metoprolol tartrate (lopressor), nortriptyline hydrochloride (pamelor), omeprazole (prilosec), oxycocet (percocet), pioglitazone (actos) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 3 months 3 days after insertion of essure, the patient experienced fatigue ("chronic fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("severe bleeding during menstruation / prolonged menses"), dysmenorrhoea ("severe pain during menstruation"), abdominal pain ("severe cramping and abdominal pian when not menstruating"), back pain ("severe back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), dysgeusia ("metallic taste in mouth"), dry skin ("dry patches of skin"), dental caries ("tooth decay"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("worsening of anxiety depression"), abdominal distension ("severe bloating"), extraskeletal myxoid chondrosarcoma (seriousness criterion medically significant), acne ("facial acne and back acne"), cyclic vomiting syndrome ("cyclical vomiting syndrome") with nausea and vomiting and weight fluctuation ("weight fluctuation"). On (B)(6) 2016, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant), alopecia ("hair loss"), tooth disorder ("dental problems") and rash ("rash"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with fluconazole (diflucan), paracetamol (tylenol) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, type 2 diabetes mellitus, menorrhagia, dysmenorrhoea, abdominal pain, back pain, arthralgia, uterine pain, alopecia, dysgeusia, dry skin, dental caries, vaginal infection, fatigue, depression, abdominal distension, extraskeletal myxoid chondrosarcoma, acne, cyclic vomiting syndrome, weight fluctuation, vaginal haemorrhage, tooth disorder and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, arthralgia, back pain, cyclic vomiting syndrome, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, extraskeletal myxoid chondrosarcoma, fatigue, menorrhagia, pelvic pain, rash, tooth disorder, type 2 diabetes mellitus, uterine pain, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date of (B)(6) 2009 in previous follow up and essure insertion date of (B)(6) 2009 along with essure confirmation test date of (B)(6) 2009 in current pfs . Since her removal surgery, her symptoms have mostly resolved, though some remain. It was also reported that due to the symptoms, treatments, and procedures endured by the patient, as a result of her implantation of essure, she was forced to miss time from work and eventually had to stop working altogether. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), type 2 diabetes mellitus ("worsening of type 2 diabetes and related symptoms (difficulty controlling blood glucose levels, eye/vision changes, bilateral cataracts)") and extraskeletal myxoid chondrosarcoma ("extraskeletal myxoid chondrosarcoma") in a 34-year-old female patient who had essure (batch no. 20208776) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cystoid macular edema, psychiatric disorder nos, sarcoma, type 1 diabetes mellitus and intervertebral disc displacement. Previously administered products included for an unreported indication: codeine:, lamotrigine, penicillin and erythromycin. Past adverse reactions to the above products included cough with lamotrigine; urticaria with penicillin; and vomiting with codeine: and erythromycin. Concurrent conditions included type 2 diabetes mellitus, overweight, vomiting, hypertension, irritable bowel syndrome, mononeuritis, palpitation, colon adenoma, vitreous hemorrhage, sensory neuropathy, diabetic retinopathy, ventricular ectopics, esophageal reflux, condyloma, lumbar pain, intestinal inflammation, acid reflux (oesophageal), condyloma acuminatum, anogenital warts, nausea, alcohol use, vaginal itching, night sweats, hot flashes, premature ventricular contractions, snore, constipation, bipolar affective disorder, night sweats, gastric emptying study, gastroparesis, diabetic ketoacidosis, palpitations, diabetic neuropathy, diabetic retinopathy, lung nodule, hypokalemia, leukocytosis, dehydration, arthralgia, chest pain, chondrosarcoma, premature ventricular contractions and bronchiolitis. Concomitant products included alprazolam (xanax), insulin human injection, isophane (humulin I), macrogol (miralax), metoprolol tartrate (lopressor), nortriptyline hydrochloride (pamelor), omeprazole (prilosec), oxycocet (percocet), pioglitazone (actos) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 day after insertion of essure, the patient experienced menorrhagia ("severe bleeding during menstruation / prolonged menses") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2010, the patient experienced fatigue ("chronic fatigue"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe cramping and abdominal pian when not menstruating"), back pain ("severe back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), dysgeusia ("metallic taste in mouth"), dry skin ("dry patches of skin"), dental caries ("tooth decay"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("worsening of anxiety depression"), abdominal distension ("severe bloating"), extraskeletal myxoid chondrosarcoma (seriousness criterion medically significant), acne ("facial acne and back acne"), cyclic vomiting syndrome ("cyclical vomiting syndrome") with nausea and vomiting and weight fluctuation ("weight fluctuation"). In (B)(6) 2012, the patient experienced type 2 diabetes mellitus (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). On (B)(6) -2016, the patient experienced alopecia ("hair loss"), tooth disorder ("dental problems") and rash ("rash/ rashes or skin condition"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("severe pain during menstruation"). The patient was treated with fluconazole (diflucan), paracetamol (tylenol) and surgery (salpingectomy( bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, arthralgia, uterine pain, dysgeusia, dry skin, vaginal infection, depression, abdominal distension, extraskeletal myxoid chondrosarcoma, acne, cyclic vomiting syndrome, weight fluctuation and tooth disorder outcome was unknown and the type 2 diabetes mellitus, menorrhagia, dysmenorrhoea, alopecia, dental caries, fatigue, vaginal haemorrhage, rash and weight increased had not resolved. The reporter considered abdominal distension, abdominal pain, acne, alopecia, arthralgia, back pain, cyclic vomiting syndrome, dental caries, depression, dry skin, dysgeusia, dysmenorrhoea, extraskeletal myxoid chondrosarcoma, fatigue, menorrhagia, pelvic pain, rash, tooth disorder, type 2 diabetes mellitus, uterine pain, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date of (B)(6) 2009 in previous follow up and essure insertion date of (B)(6) 2009 along with essure confirmation test date of (B)(6) 2009 in current pfs . Since her removal surgery, her symptoms have mostly resolved, though some remain. It was also reported that due to the symptoms, treatments, and procedures endured by the patient, as a result of her implantation of essure, she was forced to miss time from work and eventually had to stop working altogether. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: full occlusion of fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received. Reporter information, other relevant history updated. Events were clubbed with previously reported events. Event: weight increased was newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and worsening of type 2 diabetes and related symptoms. Pelvic pain is anticipated in the reference safety information for essure while worsening of type 2 diabetes and related symptoms is unanticipated. Coils were removed approximately 7 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Patient already had a history of type 2 diabetes. In addition, based on the local mechanical action of essure and also on the physiopathology of this event, it was assessed as unrelated to essure use. This case was regarded as incident since intervention was required (bilateral salpingectomy). Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.